Manufacturer narrative:
Lot numbers were not provided by the dentist. Retain samples from products shipped between sept 2015 - april 2016 were pulled. Device history records were reviewed for each lot. Bioactivity testing was performed on the reatin samples, all samples passed bioactivity testing. Complaint could not be verified. Device(s) not returned by the user.

Event description:
Approximately 6 failures of dental putty to remodel in patients with abscessed teeth. The "mushy material" (believed to be novabone putty) was removed and the area re-grafted by the surgeon. No final outcome is know at this point.